Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v826029, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that patient had implantable neurostimulator (ins) replaced two weeks prior to this report. The patient wanted to find a different healthcare professional (hcp) that could do ¿something with the leads because all of them felt like they are in patient¿s buttocks instead of their crotch." The patient felt stimulation in their buttock or their rectum and not their crotch and they knew stimulation was supposed to be felt in their crotch. This had been going on since the ins was replaced. The patient asked if the hcp could help their situation without having another surgery. The patient wanted to meet with a manufacturing representative to be reprogrammed. The ins had never been programmed because they went to (B)(6) shortly after surgery. The patient had tried all kinds of programs, but only found one that does not feel like it was not up their buttock. At the time of this report, the patient was on program one at 4.85v. The patient stated it did not feel the same way as the one they had before. The implantable neurostimulator (ins) felt bigger, moved around, and had two bumps. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.